Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed the last delivered bolus was a 1.9 unit normal bolus. A manual suspension was recorded in the black box followed by a manual resume. A call service alarm 64 was recorded followed by a power on reset. The pump was powered back on and deliveries resumed. The pump was run for 24 hours at a 2 unit per hour basal rate. At the end of testing the basal history correctly showed 2 units and the total daily dose showed 48 units. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and no delivery defects were found. The pump was delivering accurately and within the required range. No alarms or delivery interruptions occurred during investigation. The complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose over 400 mg/dl with trace ketones, nausea, symptoms of dehydration, headache and abdominal pains associated with an alleged inaccurate delivery. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, they tried to walk the patient through the pump settings and the reported stated that a cs alarm continued to appear on the screen. Due to an alarm issue, troubleshooting was unable to be completed. The reporter stated that the bg was over 400 and he took insulin to correct the high bg levels and to correct the carb intake and within 45 minutes, his blood glucose dropped to 48. It was unknown what the patient did to raise his low blood glucose. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged inaccurate delivery issue.